Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support for assistance replacing a 23-inch, 6 mm steel contact detach infusion set on an ilet system, after which the agent guided the caregiver through a detach supply change and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included resolution of insulin delivery after troubleshooting and education were completed. Investigation included remote troubleshooting with caregiver education focused on infusion set replacement. Investigation of this case revealed that the event involved high glucose with unclear cause, and that supply replacement restored therapy, which is consistent with infusion site or set-related issues that cannot be confirmed without device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.